Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The complaint device was not received for investigation. The image was reviewed, and the complaint condition can be confirmed. Part of the latch on the aiming arm has broken off. There was no lot number provided, therefore a manufacturing record evaluation cannot be performed. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. There was no lot number provided, therefore a manufacturing record evaluation cannot be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, while implanting the nail the surgeon compressed the nail into the fracture. While doing this, she locked in the distal interlocks and malleted the insertion handle while the aiming arm was on. The clip on the aiming arm and the piece on the insertion handle broke off. The procedure was successfully completed. There was a surgical delay of ten (10) minutes. It is unknown if there were fragments generated. Patient outcome is unknown. This report is for one (1) aiming arm radiolucent. This is report 2 of 2 for (B)(4).